Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, the patient underwent posterior lumbar interbody fusion surgery on the lumbar region of her spine from vertebrae l4 to s1. Allegedly, patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Reportedly, "patient's post-operative period was marked by a period of improvement, followed by increasing low back pain and radiculopathy into her buttocks and legs. Patient continues to experience chronic lower back pain, with a stabbing, burning pain radiating into her left buttock and thigh. She experiences difficulty sitting, standing and walking for extended periods, and must use pillows to support her spine while she sleeps."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-op diagnosis: degenerative disc disease with spinal instability at l4-l5, l5-s1. The patient underwent following procedures: posterior lumbar approach for microsurgical l4-l5, l5-s1 hemilaminectomy, right sided facetectomies at both levels, microsurgical diskectomy using a 22 mm tubular retractor and the operating microscope. Diskectomy of l4-l5, l5-s1, interbody fusion using rh-bmp-2/acs and autograft bone from laminectomy, instrumentation of biomechanical devices for the spine with expandable t cage expanded to 11 mm at l4-l5 and to 10 mm at l5-s1, segmental pedicle screw instrumentation using stereotactic navigation at l4, l5, s1 using cannulated pedicle screws. Posterolateral fusion of l4 through s1 using material and autograft bone from laminectomy. Intraoperative neurophysiological monitoring. As per the operative notes, ¿a small rh bmp-2/acs sponge was placed anteriorly and the disk space was filled with material, about 7 ml. We then placed an expandable peek spine wave cage and expanded it 10 mm with good radiographic results. A diskectomy was performed and the end plates were prepared for the fusion. A spine wave expandable cage was placed and expanded to 12 mm with good radiographic results. At this level we also used bmp for the fusion.¿ no intra operative complications were reported.